Event description:
Reference number (B)(4). Event occurred in the puerto rico. It was reported that patient reported he did not inserted infusion set on his body which led to high blood glucose event on (B)(6) 2026. The patient treated with insulin pen. No further information available.

Manufacturer narrative:
Patient city: (B)(6) patient country: puerto rico. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.